Event description:
The pt reported, her insulin infusion sets are causing occlusions and her insulin infusion device (competitor's product) is not detecting the occlusions. She stated this began about 2 months ago. She stated, she is experiencing elevated blood glucose readings from 300-500 mg/dl because the device does not detect the occlusions. She said this issue does not occur with every infusion set but with "just some." The pt stated she experienced thirst, frequent urination, and fatigue and treated her blood glucose bt changing her infusion set and taking insulin by insulin pen. She stated her blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.